Event description:
It was reported that post implant a laparoscopic gastric band procedure, during a routine adjustment it was noticed that the band tubing was disconnected from the injection port. A new port was placed on (B)(6), 2010. Adjustment/fill history asku. The date when the problem was first discovered is unknown. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis.